Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced infection and sepsis, a surgical revision was performed in which the pacemaker and leads were explanted. No additional adverse patient effects.